Manufacturer narrative:
Approximate age of device: 1 year and 1 month. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: the pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. A root cause for the reported event could not be determined through this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient is doing much better. He had been admitted for this event on (B)(6) 2014. The hospital staff was originally concerned with an increase in his lactate dehydrogenase (ldh) and right sided heart function when they saw him for a regular clinic visit. His liver enzymes were increased as well. They took the patient off of amiodarone because they felt the increase in his ldh was related to multiple blood products and the amiodarone. The patient slowly improved after this. They originally had planned on performing a liver biopsy but when his ldh and liver enzymes improved during this admission, they ended up not doing one. Also during the patient's stay, he was found to be flu positive, and he was started on vancomycin. When his ldh and liver enzymes were stable, they discharged the patient to home on (B)(6) 2014 with the plan to continue vancomycin at home for 6 weeks. It was reported that at the patient's last clinic visit on (B)(6) 2015, his labs and assessment had stabilized. He is currently doing well.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital on (B)(6) 2014 for an increase in his lactate dehydrogenase (ldh) level which was in the 1200s u/l from a baseline of 600s u/l. The patient¿s urine was "cider colored", and his total bilirubin was 2.5mg/dl. The pump parameters were within normal limits. The patient's pump speed was set at 8800rpm; a ramp study was performed and showed that a full left ventricle was unloading at 9200rpm. On (B)(6) 2014, the patient¿s ldh decreased to the 1000s u/l.